Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracks visible on the base back plate position of the bottom case. Event log history was performed and indicated that "base hardware failure - failed code value 24.0000" was recorded in history. During analysis, the reported problem was able to be duplicated upon powering up. It was noted that the interconnect board did not operate as intended and was the cause of the reported issue. Service replaced the interconnect printed circuit board (pcb) to correct the reported issue, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be supplier.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited base hardware failure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.